Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8596sc, serial# (B)(4), implanted: (B)(6)2012, product type: catheter. Product ID :8711, serial# (B)(4), implanted: (B)(6)2003, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a consumer. It was reported that the patient was in on (B)(6)/2017 because of more pain. A dye study was performed and they were unable to aspirate. The pump was put in minimum rate mode. The physician will replace the catheter and pump in the future. There were no further complications reported/anticipated.